Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Start right called the customer and reported low blood glucose levels and that the customer was in the hospital. The customer's blood glucose level was 42 mg/dl. The customer could not be understood and no further details were obtained. Nothing was replaced or returned.